Event description:
It was reported that the user experienced intermittent connectivity between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, resulting in cgm signal loss. The user experienced temporary unavailability of glucose readings on the ilet with no adverse clinical symptoms reported. Outcomes included restoration of sensor data after reconnection during the call and no health impact. User support included guided reconnection steps and confirmation of successful data transmission without further troubleshooting. Investigation of this case revealed a temporary bluetooth communication disruption, with sensor readings resuming once the connection was re-established. It was concluded, based on previously established findings for similar reports, that the cause was transient wireless communication interference.